Manufacturer narrative:
Trackwise ID#: (B)(4). Reported lot # unk. No device catalog was reported, therefore a lot history review is unavailable.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Received incrowd survey 38487 heartstring iii pms- on (B)(6) 2024, where they commented "I had a few cases where my view was obstructed" when asked about the use of getinge heartstring iii. The stabilizer or positioner provides positioning options that do not obstruct the surgeon¿s view or access to the surgical site once the device is set to adequately expose the vessel.